Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using the hawkone directional atherectomy to treat a little calcified fibrous lesion in right proximal to mid sfa. The vessel diameter and lesion length was 5 mm and 200 mm respectively. The device was inspected with no issues noted and device prepped with no issues identified. It was reported that during the third time cleaning the hawkone, the device would not flush and the tweezers was used to pull out some visible plaque from distal flush window. A sliver of what appears to be plastic was noticed in the pile of plaque. The device was functioning as normal and the remaining plaques was flushed out of the device. This was the final cleaning and the device was not used again. Physician mentioned this has been seen a few times in other cases. The plastic shavings will be returned with the device. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the hawkone was inspected. The cutter was advanced within the housing. No external damages were identified. It was observed within the specimen tube a clear piece of material was identified. The clear piece was inspected and showed characteristics similar to pet. The approximate length was 1cm. One end showed a hollowed circular opening and was bunched up. The other end showed a cut and was flared outward. The area of the cutter and the flush mouth and the area coiled housing were inspected under microscope and found no damages or anomalies. Cine image review the first cine image to the left shows vessel likely prior to treatment with the hawkone. The image shows restricted blood flow along the vessel. The device label photo shows hawkone directional atherectomy 7f (2.5 mm), no lot number was included. The second photo likely shows the collected tissue from the procedure laid across a blue surgical cloth. The second cine to the right likely shows the vessel after treatment. Improved blood flow is observed. If information is provided in the future, a supplemental report will be issued.